Manufacturer narrative:
After a system interruption during treatment, the user acknowledged an alert message related to the couch position. The user did not reposition the patient and completed a makeup treatment. After investigation, the couch position was analyzed. The summary of any dose difference for this patient is based on the size of the position deviation and the small number of fractions. In this case, we would expect >5% underdose for this patient. Based on the couch position analysis, the deviation was so large that the patient wasn't in the beam for most of one of the six fractions. This resulted in the makeup fraction not being delivered to any part of the patient's body. The device worked as intended. User did not follow manufacturer's instructions for recovering after an interruption.

Event description:
Couch location incorrect during treatment.